Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pins need to be replaced. It was reported that the initial report of qcpr meter failure was observed while the device was in use. However, no adverse patient impact was reported.